Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was admitted to the hospital for multiple unspecified health symptoms. Upon interrogation of the device with a programmer, it was observed that the device had reached end of life (eol) two years ago. It was reported that the patient had been lost to follow up. It was unknown if the patient's symptoms were exacerbated by the eol status of the device. No known device replacement has been planned. Available information indicates that this device remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.